Manufacturer narrative:
No button error alarm was noted during the bolus or basal delivery. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a loose and shifted end cap sticker.

Event description:
It was reported the customer received a button error alarm while attempting to bolus. The customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.